Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the physician experienced difficulties in deploying the stent graft. A laparotomy was done. After the surgery, the patient presented with digestive problems that have worsened. Despite two surgical revisions, the patient died of a double-sigmoid ischemia.

Manufacturer narrative:
(B)(4).